Event description:
It was reported the unit burned.

Manufacturer narrative:
It was reported the unit burned. Because of collateral damage to the customer's home, their insurance company took possession of the unit and contacted us. At this time, we have been unable to obtain further details of the incident. We will file a follow-up report if additional information becomes available.